Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead falls apart / when brushing teeth the small head is coming out in mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that while he was brushing his teeth with an oral-b rechargeable toothbrush, version unknown, the oral-b precision clean brushhead fell apart, elaborating that the small head came out in his mouth. He asserted that the product might have been purchased a year ago and had never been dropped. He stated that 2 brushheads out of a pack of 4 had fallen apart. No symptoms developed.